Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The rotawire used in the procedure was returned within the rotapro device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted into the rotapro device due to a kink in the rotawire. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues. Product analysis confirmed the reported events, as the returned rotawire was kinked and could not be reinserted into the rotapro device.

Event description:
It was reported that the burr and wire were entangled. A 1.50mm rotapro and a rotawire were selected for use. During insertion, it was noted that the burr became stuck with the wire within the guiding catheter. The entangled devices were unable to be released and the burr was removed from the body together with the wire. The procedure was completed with another of the same device. No patient injury reported.